Event description:
The operator of an advia 2400 analyzer was performing routine system maintenance, when the lid of the analyzer fell down and hit her on the head. The operator did not seek any medical attention. Patient treatment was not altered or prescribed. There were no reports of adverse health consequences due to the analyzer lid falling down and hitting the operator on the head.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Tse (technical service engineer) visited the customer site and inspected the condition of the gas struts supporting the lid of the analyzer. The tse found no evidence of malfunction. The laboratory has experienced no further problems with the lid falling down since the event. The instrument is performing according to specifications. No further evaluation of the system is required.